Event description:
It was reported that the device delivered inappropriate defibrillation therapy for atrial fibrillation after it entered backup mode. Abbott technical support reviewed device session records and confirmed the event. The device reprogrammed to prevent the event from reoccurring. At a later date, the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to parity error. After the device was restored from backup mode, functional testing was performed. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and observed to be normal. The backup operation could not be reproduced and the cause of the reported event could not be determined.